Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and a cvc catheter for evaluation. Signs-of-use in the form of biological material were observed on the guide wire body. Visual analysis revealed that the guide wire was unraveled from the distal end. One major kink and one large gradual bend was also observed across the guide wire body. Microscopic examination revealed that distal weld had separated from the core wire but was still attached to the coil wire. Both welds appeared to be spherical. The kink in the guide wire measured 72mm from the proximal weld. The guide wire length from the proximal weld to the point of separation measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The proximal end of the guide wire was inserted through a lab inventory ars/introducer needle subassembly (inserted up until the unraveling). Little to no resistance was observed as the guide wire was able to pass through the subassembly. A manual tug test revealed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire has separated from the distal weld. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.